Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was informed to continuing to use the pump without further issues.